Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the unit involved with this complaint and completed the device evaluation. The reported failure was confirmed. The unit was installed and tested in the printed circuit assembly (pca) test system, and it failed at start up; there was no output. The patient side cart (psc) was running on the battery instead of power supply. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted hysterectomy procedure, the patient cart was running on battery. The customer attempted and performed some troubleshooting steps by moving the patient cart plug to another outlet and also verified good ac. The customer was still receiving error 816 indicating that the battery capacity was too low. The customer was also advised to undock the arms and resolve the power issue. Since the customer was still receiving the same error message, the procedure was converted to laparoscopic surgery. There was no report of patient harm, adverse outcome or injury.